Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with approximately 150-200 units of insulin. The customer reloaded the existing cartridge and resumed insulin delivery. Reportedly, the customer was not performing the proper air removal process. Tandem technical support educated the customer this was off-label. Additionally, it was reported that a cartridge alarm 1 occurred during pumping and that an occlusion alarm occurred. Customer loaded a new cartridge and simply cleared the occlusion alarm, and successfully resumed insulin therapy on the pump. Customer's blood glucose ranged from 150 mg/dl to 300 mg/dl.